Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Event description:
Issue discovered during testing. No alarm. No patient involvement.

Event description:
Information was received indicating that a smiths medical fluid warmer had a cracked reservoir. There were no reported adverse events.